Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d) system was returned to the manufacturer from a funeral home with no information. The right atrial pacing lead and defibrillation lead are competitive products. Further review of the manufacturer's database indicated the patient died approximately three months post the implant of the crt-d and the left ventricular pacing lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. A cause of death was requested and not received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. A reduced analysis was performed. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. A cause of death was requested and not received.